Event description:
The customer reported that the system displayed poor image quality during fluoro. The image was also poor during digital spot.

Manufacturer narrative:
(B) (4). The ge service rep was advised to backup the system and flash the system software. The backup software was then reinstalled after restart of the system. The system is operating as intended however, the system had not taken the backup from the utility suite software program. This resulted in missing calibration data on the system. (B) (4)